Event description:
It was reported that there was unsatisfactory thresholds and failure to capture in the left ventricular lead. The lead polarity was reprogrammed and the lead remains in use. The patient was reported to be enrolled in the system longevity clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead 2012 (B)(6); 6935 implantable tachy lead 2012(B)(6). (B)(4).